Manufacturer narrative:
The system was examined and the reported event was replicated. The power distribution printed circuit board (pcb) and the power supply were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the power distribution (pcb) and the power supply. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure, the system shut down on its own. The procedure was completed using an alternate system. There was no harm to the patient.